Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen was scratched up and it was hard to read. Customer's blood glucose level was unknown. It was also reported that the right button did not always work and has to press multiple times causing customer to input incorrect information and there was grinding during rewind. The device will not be returned for analysis.